Event description:
The customer contact reported breakage of the distal tip of the opton lok male adapter. The option-lok male adapter of the pca tubing set was connected to the female adapter of an unspecified extension tubing set and was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that after the delivery was complete, the nurse attempted to disconnect the option lok male adapter of the pca tubing set from the female adapter of the extension tubing set. At this time, the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the female adapter of the extension tubing set. The extension tubing set was replaced; however, the pca tubing set was not replaced as the therapy was complete. There were no reported adverse patient effects and no reported delay of critical therapy to the patient. No medical interventions were reported. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.